Event description:
It was reported that there was a communication problem. The patient initially stated that the recharger screen had nothing on it, but later confirmed seeing the poor communication icon on the recharger. The last time any stimulation was felt was about one month prior to the report. It was noted that the manufacturing representative previously saw the patient at the health care professional office to do a physician mode recharge (pmr). The reporter initially reported that it would be third time but upon further clarification, the patient was actually seen only once for a pmr. The reporter noted that that the patient slipped while walking and fell on his back on the implantable neurostimulator (ins). The health care professional took an x-ray to assess connections and reported to the patient on the day of the report that everything looked like it was in place (leads were in the correct position). It was later reported that there was an implantable neurostimulator (ins) overdischarge. The patient was not able to recharge and called in early (B)(6)to get the equipment replaced. The patient programmer and recharger would not connect with the implant. The patient had been in overdischarge once before and he mentioned jump starting the implant. This was also reported as a previous discharge ¿sometime last year¿ but was able to get it recharged. Then a manufacturer representative tried to interrogate the stimulator but the battery was dead. The patient had not felt stimulation in a few months and it ¿just quit one day.¿ the patient was being referred to a neurosurgeon for generator replacement. No date had been set at this time. Refer to manufacturer report # 3004209178-2014-19621 for an allegation that the patient¿s device was ¿damaged¿ as it may relate to this overdischarge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4) implanted: (B)(6) 2007, product type: recharger. Product ID: 377860, lot# v012815, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v012815, implanted: (B)(6) 2007, product type: lead. Product ID: 37742 serial# (B)(4), product type: programmer, patient. (B)(4).